Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported that the cannula was damaged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached rose from 140 mg/dl to over 350 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother reported the pod was leaking. When removed from the infusion site (leg), the pod's cannula was found, "cracked and broke completely." Patient's mother also reported irritation at the site. Ketones were tested as well, and the results were negative. As treatment, a new pod was applied and a correction was delivered. This pod was discarded.